Manufacturer narrative:
The customer replaced the fan on their own and the system is working, so the system will not be returned for eval. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
The nurse reported the system smelled hot during a case. Eventually, the system shut off by itself. The light source was switched out to complete cases. No pt injury was reported.